Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) battery status at the end of may. The device was currently at end of life (eol) with a monitoring voltage of 2.62 volts and a charge time of 28.7 seconds. A boston scientific technical services consultant discussed extended charge times at middle of life, and also that if the device reached eol due to charge time, only maximum energy shocks would be available. The device was explanted and replaced with another boston scientific ICD.